Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later, the patient experienced severe pain, urethral pain, difficulty, urinating, frequency, dysuria, pressure, vaginal discharge, severe right groin pain and pelvic pain. An excision of extruded mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.